Manufacturer narrative:
Product complaint # (B)(6). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? Was the needle retrieved during the same procedure? Was the needle retrieved during a re-operation? Was the patient¿s treatment altered in anyway due to this event? If yes, please explain. Was the post-operative care changed due to this event? Please specify. Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. Please describe any medical/surgical intervention required for this suture event including dates and results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Event description:
It was reported that a patient underwent a laparoscopic right ovarian lesion resection procedure on (B)(6) 2024 and suture was used. After the removal of ovarian lesions, doctors used suture to suture the patient's ovarian wound. After the suture was completed, the suture needle was removed from the abdominal cavity. When it was removed, the problem of pulling off suture needle happened, and no needle was found. After repeated searches in the abdominal cavity, no needle was found, and no needle was found on the body surface. After consulting with the chief nurse, the radiology department was asked for bedside fluoroscopy. After fluoroscopy, it was found that the needle was still in the patient's body. After exploration, the needle was found to be intact and not broken in the muscle layer. The needle and suture were removed and replaced with new suture for suturing. This incident affected the surgical process and increased the patient's physical burden. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, b2, h1, h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: was the needle retrieved during the same procedure? Was the needle retrieved during a re-operation? The needle was retrieved during the same procedure. The following information was requested, but unavailable: please provide the patient's weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? Was the patient¿s treatment altered in anyway due to this event? If yes, please explain. Was the post-operative care changed due to this event? Please specify. Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. Please describe any medical/surgical intervention required for this suture event including dates and results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Please refer to the event description, other information requested is unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, h1. Upon review of the additional information provided, (B)(4) is no longer reportable due to duplication to (B)(4).